Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 5/8/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The air detector passed testing. There was no known cause of the reported issue, and no further action was taken.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient-controlled analgesia (pca) dose button is pressed, an 'air in line' alert is displayed, even after priming the pump. There was no report of patient involvement.